Manufacturer narrative:
A field service engineer was dispatched to customer site. Odor/smell was confirmed. A preventative maintenance (pm2) was performed and the chamber parts were replaced. Unit meets specifications and was returned to service on (B)(6) 2013.

Event description:
A customer reported an event of an odor emitting from the sterrad 100s sterilizer during cycles. There was no report of human reaction. The customer was advised to turn the unit off. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2013.

Manufacturer narrative:
List correction/removal reporting number: corrected reporting number from z-1026-1027-2013 to z-0744-0746-2014. Additional manufacturer narrative / corrected data: additional parts replaced during service: oil mist filter, catalytic converter, vacuum pump oil. Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, and system hazard and user misuse analysis. The DHR (device history record) was reviewed and indicated no anomalies that could have contributed to the customer's experienced "odor/smells" issue. The unit met specification at the time of its release. The service history for this unit for the past 6 months (october 2012 ¿ april 2013) did not reveal a significant trend. The complaint trending for problem code ¿odor/smells¿ identified a significant trend over the past 12 months (september 2012 ¿ august 2013). The highest risk is considered as low as reasonably practical. The shuma (system hazard and user misuse analysis) defines the risk as low as reasonably practical for exposure to odor or odorants. The catalytic converter was returned and tested. The catalytic converter did not pass functional testing and no odor was detected. The oil mist filter was returned and tested. The oil mist filter had no odor or mist detected. The vacuum pump oil was not returned. Review of the tracking and trending data did not identify a trend for this sterilizer. As a result, root cause or assignable cause analysis could not be performed. No further action is required; however, this issue will continue to be monitored.